Event description:
The customer reported that after pipetting two hcv plates on summit the tech observed bubbles were present in some of the microwells. No error was generated. No death or serious injury was associated with this complaint.